Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-01967.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-01967. It was reported that the leads had high impedance. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy.